Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve the device model/serial number, however, at this time, no additional information is available. If further details are provided, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriately a shock due to noise and oversensing of electromagnetic interference (emi). The patient was using a muscle stimulator at the time of the event. No changes were performed. This device remains in service. No further adverse patient effects were reported.